Event description:
It was reported that the ventilator during pre use check failed the internal leakage test and flow transducer test. There was no pt involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.